Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was reported that their pain pump was removed in (B)(6) 2014. (No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information was reported that their pain pump was removed in (B)(6) 2014. It was reported that the patient had been having problems where the catheter site was. It was unknown what was in the pump at the time of event.

Event description:
It was reported the patient had a pain pump implanted in (B)(6) 2014 and it had helped the patient¿s pain tremendously; however, the pump and catheter site ¿kept filling with fluid.¿ in august the patient ended up with a bad infection and had to have the pump removed. An appointment for (B)(6) 2014 was scheduled with her healthcare provider (hcp) to discuss options because the pump had really helped with the patient¿s chronic pain. The patient was hoping that an external pain pump was an option because she did not think her body would allow her to have one implanted again. It was unknown what drug the pump was being used to deliver. Also, the date of onset/diagnosis of the infection, if perioperative antibiotics were administered, signs and symptoms of the infection, if a culture was obtained, treatment, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.